Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. The user is reported to hear low pitched sounds but no high pitched sounds. No trauma is reported and no signs of trauma are observed at the implant site.

Event description:
The recipient's hearing performance with the device is affected. The recipient is reported to hear low pitched sounds but no high pitched sounds. No trauma is reported and no signs of trauma are observed at the implant site. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Currently no information was made available on further steps.

Event description:
The recipient's hearing performance with the device is affected. The recipient is reported to hear low pitched sounds but no high pitched sounds. No trauma is reported and no signs of trauma are observed at the implant site. No information about further steps has been received.